Manufacturer narrative:
Test strip, lot # 1020213354, expiration date: 12/2015. Control solution, lot none. Nova max test strip insert- quality control checking the system control solution test: the nova max control solution is used as a quality control check to make sure that your blood glucose monitor and the nova max glucose test strips are working correctly. Do a control solution test: each time you open a new vial of test strips. Nova biomedical awaits the return of the device for evaluation. Should any significant findings be a result of that investigation, a follow-up report will be filed.

Event description:
It was reported to nova biomedical by an unidentified female on behalf of the consumer that the results that the consumer was getting were too high. It was reported to nova biomedical that a consumer received a result of 328 mg/dl at 1:18 pm on his blood glucose meter and did not believe this result to be correct. The consumer performed another test at 2:06 getting a result of 315 mg/dl. At this time, the consumer called for medical intervention. When the emts arrived, they performed back to back tests on the consumer getting a 47 mg/dl and a 56 mg/dl using their unknown brand of meter. The consumer was treated with emergent food intake to help raise his blood sugar level. The emts performed back to back testing using the nova max product and received a 394 mg/dl and a 359 mg/dl after food intervention. The meter and test strips will be returned for evaluation.